Event description:
The customer reported to vyaire medical that the vela ventilator showing apnea interval, high peep (positive end expiratory pressure), high pip (peak inspiratory pressure alarm continuously also noted eeprom (electrically erasable programmable read only memory) write failure. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit. The expiratory valve body, flow sensor, diaphragm was cleaned and fixed again but the problem was not solved. The unit was opened and check for any tubing leak and checked power supply and internal battery voltage found everything were okay. Performed transducer tests and found circuit pressure transducer failed. Crosschecked pcb (printed circuit board) with kit from another ventilator found main pcb (printed circuit board) with kit faulty and need to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.